Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when clipping the vessels, the jaws were locked when the handle was a squeeze. The clips did not form correctly. Opened a new device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument was partially applied with seven remaining clips. Microscopic evaluation of the instrument noted the clip channel cover was cracked and damaged. Functionally; the handle was cycled and the clip were ejected from the jaws due to the damaged cover. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the observed condition may occur when the distal end of the instrument is subjected to excessive manipulation during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.